Event description:
It was reported by the rep the device was used during a colon resection. It was reported the chief resident was transecting staples were present, but the device cut. Subsequently, additional dissection and closure by hand suturing was done. An additional transection was needed in a different operative site and a second tlc75 was opened. During the initial firing and 2 reloads the device functioned properly. On the fourth firing it only fired half way (cut and stapled). The anastomosis was completed by hand. The case was completed. Postoperatively, the patient was returned to surgery for additional procedures. Additional information is not known. Only the first tlc75 used is being returned and the reload from this cutter.